Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and loss of consciousness on an unspecified date. The pod's controller had been dropped during a hypoglycemic episode, which caused the pod's controller to have a cracked screen and rapid battery drain. Although the patient was hospitalized, it was mentioned that no medical attention was required. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.